Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening. A microscopic analysis was performed which identified sharp opening in the patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness is within specification. The fill test inspection was performed which identified no blockage. The final assessment is: a sharp opening on patch/shell bond edge assessed as to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported left side deflation and capsular contracture, baker grade IV. Device remains implanted.